Event description:
On (B)(6) 2025, the user reported that while exiting a truck, the ilet device struck the door and the screen cracked. The screen became unresponsive following the incident. The user described the damage as ¿spider glass.¿ blood glucose was not affected. No symptoms or injuries were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.